Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9 device available for evaluation - correction. G3: date received by manufacturer - additional. H2: additional information - correction. H6: type of investigation ¿ correction.

Manufacturer narrative:
(B)(4). 3004753838-2025-065790 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 6/20/2025 and it was determined this complaint is not reportable per corpft-(B)(4).